Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep reporting that the connector pin was stuck in the patient's recharger port. A replacement dtc was shipped to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. The rep reported that they received an email from the patient's managing doctor indicating the battery may be in over discharge, and the rep wanted instructions on using the ins recharger (insr) to start a physician reset mode (prm), the requested information was sent. The hcp had noted that they had just seen the patient for follow up and there were a lot of new issues. The device had discharged again, which was number two or three for discharges, and patient stated the wires were sticking out of the recharge harness suggesting that it might be broken. It was noted that the patient easily get frustrated with the recharge system and had historically had a very difficult time working with it. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: crts (B)(6) (hcp, rep): information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. Additional information was received from the health care professional (hcp). The hcp reported that the cause of device discharge was because patient had difficulty with charging because of the broken charger , and the actions taken to resolve the device over discharge was to replace the charger and educate the patient on how to charge. The device over discharge was not resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.